Manufacturer narrative:
Siemens service engineer found a faulty ground along with a broken and missing ui handle plastic and a faulty monitor.

Event description:
While the system was in use the sonographer stated that she received a shock from the system. No injury occurred, but they have taken the system out of service.